Event description:
A report was received that a patient was scheduled to undergo a revision procedure to address inadequate stimulation. During the procedure, the physician determined that the patient's paddle lead was fractured. The fractured paddle lead was explanted and a new lead was implanted. The patient is reportedly doing well.